Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Friend/family member reported the patient¿s implant quit working (meaning it was discharged) because they were unable to charge. It was reported that when the patient was charging the rtm it got very hot and burned the patient (leaving a mark) and it had not worked since. Patient reported they were not injured and did not go to the doctor for the burn. The patient was reportedly repeatedly encountering the device not found message and when they have the rtm against the ins site on passive recharge mode they get 00 and when they move the rtm away from their body it changed to 86. They spent all weekend attempting passive recharge mode and were still not able to successfully start the ins charge session. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the replacement recharger did not resolve the charging issues and that they have to stand in one place to let it charge. It was reported that charging like this is still sporadic and they frequently "have to have the charging unit on to be able to turn the unit on and off." No further complications reported/anticipated.